Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer interface did not respond to the stylus. The programmer was returned for service. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was confirmed. The stylus was found to be inoperative. A display overlay anchor point was found to be broken. Storage bay was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.